Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on february 1, 2017. (B)(4). The sample was not returned for evaluation. A retention sample from the same product code/lot number combination was obtained for investigation. A review of the device history record revealed no manufacturing anomalies. Visual inspection of the retention sample confirmed no damage to the pigtail line on the oxygenator. All capiox units are 100% visually inspected at several points in the production process. It is likely that the line was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. Another possibility is that the tubing hadn't actually detached from the oxygenator port at all, but the excess glue ring on the tubing was visually detected, deterring the customer from using the product, thinking that the tubing had been damaged all available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the pigtail coming off the blood port that supplies the manifold is out of its connection point. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.